Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s newly placed g7 cgm showed a low glucose reading while the user no longer felt low, and a concurrent fingerstick measured 160 mg/dl; the user had also announced two meals during the low readings and delivered approximately 9 units of bolus insulin. Symptoms included perceived hypoglycemia earlier that resolved by the time of contact. Outcomes included user education on not announcing meals when treating low glucose and on appropriate correction protocol, calibration of the ilet using the fingerstick value, and a plan to recheck with a fingerstick and calibrate again if needed; no hospitalization occurred. Investigation included review of device data synchronization, visual inspection of the sensor site by the user, and guided calibration steps. Investigation of this case revealed a cgm-reading discrepancy relative to capillary glucose without visible sensor insertion issue, and inappropriate meal announcements during low glucose that resulted in unnecessary bolus insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.